Manufacturer narrative:
The pump was unable to prime during the prime test due to protruded loose drive support disk. There was no motor error alarm. The motor passed motor test. There were scratches to the lcd window, cracked display window corners, and cracked reservoir tube lip. There was no unexpected weak battery alarm anomaly noted.

Event description:
The customer reported via phone call of motor error and weak battery alarms with their insulin pump. The customer's blood glucose level at the time of incident was 157mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.